Manufacturer narrative:
(B)(4).

Event description:
It was reported that it was the ¿third or fourth¿ tunneling tool that broke in that month. There were no patient symptoms or complications associated with the event. Refer to manufacturing report # 3007566237-2013-03090.